Manufacturer narrative:
The pump was received empty. A baxa repeater pump was used to refill the pump with 600ml of 0.9% saline. The pinch clamp was opened and the pump infused at all selectable rates. Flow accuracy testing was performed with the select-a-flow (saf) set to 7ml/hr. Line #1 yielded a flow rate of 4.14ml/hr and line #2 of 4.12ml/hr which with a combined rate 8.26ml/hr which is within specification with a +/-20% tolerance. Pressure pot testing was performed on the selected-a-flow unit flow rates 1ml/hr, 2ml/hr, 4ml/hr and 7ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 7.08psi. The saf flow rate 1ml/hr line #1 yielded a flow rate of 1.12ml/hr and line #2 1.13ml/hr, which was within specifications with a +/-20% tolerance. Flow rate 2ml/hr line #1 yielded a flow rate of 2.09ml/hr and line #2 of 2.07, which was within specifications with a +/- 20% tolerance. Flow rate 4ml/hr line #1 yielded a flow rate of 4.03ml/hr and line #2 of 4.02ml/hr which was within specifications with a +/- 20% tolerance. Flow rate 7ml/hr line #1 yielded a flow rate of 7.31ml/hr and line #2 of 7.31ml/hr which was within specifications with a +/- 20% tolerance. The evaluation summary concludes that a fast flow was not observed. Flow accuracy testing was performed and was within specification with a +/- 20% tolerance. Pressure pot testing was performed and all tested rates were with specification. Root cause could not be determined. All information reasonably known as of 19-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 09-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Additional information received on 19-jul-2017 in the form of a completed questionnaire. It stated that the catheter was placed at the surgical wound site. The total fill volume was 400 ml, and the volume infused was estimated. The patient also received warming therapy. However, it was unknown if the pump was under warming or cooling therapy. The pump was placed under blankets during infusion.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 14-jul-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 10 ml/hr, procedure: unknown, cathplace: unknown. It was reported that an elastomeric pump filled to 400 ml and set to run at 10 ml/hour. The pump completed in 20 hours instead of the scheduled 40 hours. Additional information has been requested but not yet received.